Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. Functional testing revealed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly. UDI information (d4) and 510k (g3) are not provided within this report as this product (model xxxxxxx) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the heart, and when aspirating for flushing before inserting the catheter, blood was unable to be aspirated from the three-way stopcock. Air was able to be aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Only the included dilator was inserted into the sheath hemostatic valve.